Event description:
It was reported that the left ventricular (lv) lead could not be placed in the vein and capture thresholds could not be obtained. The case was abandoned. The patient was discharged.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.